Manufacturer narrative:
B3 date of event was estimated based on the aware date because the date was unknown.

Event description:
It was reported that balloon ruptures occurred. The 95% stenosed target lesion was located in a severely tortuous and severely calcified left anterior descending artery. During pre-dilation three balloons, a 2.25mm x 12mm emerge, a 2.00mm x 12mm emerge, and a 2.75mm x 12mm nc emerge, all ruptured. No device fragments were left in the patient. There were no patient complications.